Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while preparing paclitaxel with the bd phaseal¿ protector p50j, coring occurred in the vial. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about coring. After preparation of paclitaxel with p50j attached to a vial using assembly fixture, small pieces were found in the vial."

Event description:
It was reported that while preparing paclitaxel with the bd phaseal¿ protector p50j, coring occurred in the vial. The following information was provided by the initial reporter, translated from japanese: "this is a report about coring. After preparation of paclitaxel with p50j attached to a vial using assembly fixture, small pieces were found in the vial.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-mar-2022. H6: investigation summary: one p50j protector sample received for investigation. Upon visual inspection, the cannula of the protector appears to enter the vial correctly. Additionally, black foreign matter was found. Fourier transform infrared spectroscopy was performed, foreign substance was identified as rubber stopper coming from the vial stopper and talc from the membrane. A device history review was performed for reported lot 2001124, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Fragmentation testing is performed as per procedure, to evaluate any particles generated by the injector when coupled to other components after ten activations. Although phaseal needles are designed to reduce coring, there are several factors that can influence the tendency to coring. Membrane coring can occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Rubber stopper coring can occur depending on the quality of the stopper, the design and dimensions of the needles used, or if a poor connection of the protector is made as in this case. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification and that there is no damage to the product. Based on the quality team's investigation, possible root cause is associated with poor connection between the protector and vial. H3 other text : see h10.

Event description:
It was reported that while preparing paclitaxel with the bd phaseal¿ protector p50j, coring occurred in the vial. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about coring. After preparation of paclitaxel with p50j attached to a vial using assembly fixture, small pieces were found in the vial."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.